Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that a rise in the shock impedance (590-125 ohms) measurement was observed within four weeks. The impedance value stabilized at greater than 125 ohms. The patient returned approximately one month later for a revision procedure to assess the system. X-ray analysis did not reveal any lead anomaly nor damage. This right ventricular (rv) lead was disconnected from the device header, cleaned, and reconnected. All measurements were reevaluated and a t-wave shock induction was performed twice without issue. The shock was terminated at 31j, and within range. No further issues were reported.